Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; d9; g3; h2; h3; h4; h6. Visual examination of the returned product identified the shell was returned with scratches to rim face and inner spherical surface from attempted use. All three screw hole plugs were returned assembled to the shell and exhibit deformation damage of the hex. Burrs, gouges, and scratches were found in the hex. Shell outside diameter was measured and found to be in specification no other damage was noted. Apical hole plug was not returned. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the caps on the acetabular shell were stripped. There was no known impact or consequences to the patient. It was reported that no further information is available.

Manufacturer narrative:
(B)(4) the customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.